Event description:
It was reported that this cardiac resynchronization therapy defibrillator began sensing a sudden onset of an arrhythmia resulting in an anti-tachycardia response episode to be initiated. The rate then gradually accelerated meeting the criteria for the ventricular tachycardia and anti-tachycardia pacing (atp) was delivered. The third episode shows onset of the of an arrhythmia with a high atrial rate resulting in six bursts of atp, however the rhythm was not converted. A shock was then successfully delivered. The medication regimen was adjusted. This device remains in service. No adverse patient effects were reported.